Manufacturer narrative:
According to the complainant, the suspect device has been discarded. A device evaluation cannot be performed; therefore, the cause of the reported event cannot be determined. The device history record for this lot was revealed; no anomalies were noted.

Event description:
Note: this manufacturer report pertains to the second of two events that occurred during the same procedure. Refer to manufacturer report #3005099803-2008-04677 for a description of the first event. According to the complainant, the physician attempted to complete the procedure with a second hydratome rx sphincterotome. The cut wire broke while inside the patient. The wire remained attached to the sphincterotome and did not detach inside the patient. The procedure was completed with a third hydratome rx sphincterotome device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."